Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient's knee is clicking and making loud noise. His current physician wants to replace his entire knee. Left.